Event description:
The complainant reported as a result of using the product they experienced pain from pressure behind eyes and a headache. Used the product in the past and never experienced the noted symptoms. They contacted the firm and was told by the rep that they re-formulated their product solution with aldox (hydrogen peroxide). The rep informed complainant that they have received similar reports on the new formulation. The complainant returned the product to the retailer.